Event description:
Received notice of litigation. Complaint alleges that the pt underwent a laparoscoic gastric bypass surgical procedure and during the surgery, a gastric pouch staple line was not adequately sealed, resulting in a leak. Complaint further alleges that as a result of the leak, pt has severe, permanent damage, including nerve damage, scars, together with physical pain and anxiety. No specifics are provided with regard to a device other than it is a stapler. A competitior was also identified as a defendant.